Manufacturer narrative:
The insulin pump found moisture damage on the keypad traces during visual inspection. All buttons functioned properly. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was changing the set when the act button got stuck. The customer stated that the button was released and the insulin pump continued to prime with the numbers rising on the screen and could not exit by pressing the esc button. She changed the battery and received a button error alarm. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 270 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.